Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her father) alleging the meter was ¿not working¿ due to an unknown issue. This complaint was classified based on the customer care advocate (cca) documentation as well as from additional information obtained from a follow up call with the patient on (B)(6) 2013. The patient was unable to recall when the alleged issue first occurred. The patient reported the evening before the issue occurred he did not eat his usual dinner, due to an upset stomach. The patient reported the next morning on (B)(6) 2013, he became so weak he couldn¿t get himself off the toilet and required assistance from his wife and daughter. The patient reported his wife called emergency medical services (ems) at an unknown time immediately after the injury occurred. The patient reported he did not test on the meter at the time of the issue occurring or have any treatment prior to being transported to the hospital. The patient confirmed a blood glucose reading of ¿30mg/dl¿ was obtained while he was in the hospital, but was unable to recall when the reading was obtained. The patient reported he received treatment for hypoglycemia while hospitalized but was unable to state what the treatment was, or when he received it. The patient reported he was discharged on (B)(6) 2013 in the morning. At the time of troubleshooting, the cca discovered the patient¿s test strips were expired. Replacement products were sent to the patient. Although the nature of the meter issue and reported injury remains unclear, this complaint is being reported because the patient stated he suffered a hypoglycemic episode after he was unable to obtain blood glucose readings on the subject meter and was reported treated by a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/18/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/7/2013 and 10/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.